Event description:
On 23-dec-2025, it was reported by a sales representative via (B)(4) that an ar-13999mf scorpion handpiece jaw will not close. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection no issues with the device were found. Functional testing was performed, and it was noted that the jaws of the fastpass scorpion, sl-mf do not close all the way. This is a known manufacturing issue addressed in a nonconformance.